Manufacturer narrative:
Device manufacturing date was not initially reported. The correct device manufacturing date is jan 1, 1970.

Event description:
It was reported that the right atrial lead and right ventricular lead exhibited capture failure issues. On (B)(6) 2017, the leads were capped and replaced. No further information on patient condition.